Event description:
On (B)(6) 2012, the pt underwent open surgical treatment for a ruptured aortic wall. An additional surgical graft was placed to repair a proximal type I endoleak. The pt tolerated the procedure. On (B)(6) 2012, the pt underwent a laparoscopy. The pt is reported to be doing well.

Manufacturer narrative:
Method - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. A review of the sterilization records verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) specifies "patients should be counseled as to the possibility of subsequent reinterventions including catheter-based and open surgical conversion." Additionally, the IFU states: adverse events that may occur and / or require intervention include, but are not limited to: endoleak. Additionally, the IFU states: "intervention or conversion to standard open surgical repair following initial endovascular repair should be considered for patients experiencing enlarging aneurysms and / or endoleak. An increase in aneurysm size and / or persistent endoleak may lead to aneurysm rupture."